Event description:
Technical services received a call on (B)(6) 2012. Caller reported noise on ra lead at nominal sensitivities causing three inappropriate mode switches. Can recreate in clinic. They increased the sensitivity to 1.5 and can not recreate. Physician wants it kept that way. Working with (B)(6). Noise was verified as myopotential over sensing. No additional information is available at this time. Lead remains in service. Lead was implanted on (B)(6) 2005. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).